Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor position encoder error. The customer¿s blood glucose level was 189 mg/dl. The customer stated that the insulin pump had motor error. The customer stated that they was able to complete rewind. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.